Event description:
It was reported that the patient had signs of infection at the ipg site and was unclear if it was related to surgery of implant. The symptoms included fever, nausea, and high white blood cells, and the patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg ad percutaneous leads were kept by medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074576/7074834.